Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air pen drive device would not run and had unintended activation/motion. It was further determined that the device failed pretest for general condition, check for unintended motion with hand switch, check function in ¿hand¿ mode with hand switch, check power with power test bench, and check speed with tachometer. It was noted in the service order that the equipment had a blocked engine. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).